Event description:
It was reported the lead exhibited high lead impedance, noise, oversensing, and the lead was thought to have a fracture. The device was reprogrammed and the lead alert was turned off. The lead later was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.